Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of left ventricular (lv) lead, the patient experienced diaphragmatic stimulation. Lv programmed settings were adjusted, and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.